Event description:
Discordant, (B)(6) results were obtained on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument and resulted (B)(6). The results from the other advia centaur instrument were reported to the physician(s). The customer also observed discordant, (B)(6) results on samples tested on the advia centaur xp instrument. It is unknown if any of the (B)(6) results were above the cutoff for mandatory confirmatory testing. The (B)(6) results were not reported to the physician(s) and were repeated on the alternate advia centaur instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the aspirate probes were not aspirating fluids into the cuvettes, the vacuum operation of the waste trap was not working properly, and a check valve was disconnection. The cse reconnected the check valve, replaced the waste trap, and replaced printed circuit boards and the general input-output bus. The cse also adjusted the sample probe. The customer was then instructed to run calibration and quality controls, all of which were within range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.